Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for follow-up in clinic. Upon interrogation, premature battery depletion and high battery cell impedance was observed on the pulse generator. It was noted that the patient¿s heart rate was in heart block with an escape rate of 45. On (B)(6) 2017 the device was explanted and replaced. The patient¿s condition before, during and post procedure was stable.